Manufacturer narrative:
The returned device matched the report and the complaint failure mode was confirmed. Referring to product inquiry the guide wire, ball-tipped, sterile t2 tibia ø3x800 mm [packaging] is stated to be the primary product. No further associated products were reported. A review of the DHR revealed no discrepancies. Sealing seams and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at our sub-supplier, which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process / insufficient inspection specification. The found foreign material [like a hair] has to be classified as a non-conformance. Ncr was triggered for further root cause investigation.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (hair / bug) in blister. This event was found on 1 of 50pcs of 18060080s, lot# k0b324f received on our po#(B)(4) and 1 of 100pcs of 18060085s, lot# k09a2f3 received on our po#(B)(4). No patient involvement, adverse consequences, delay or medical intervention.